Manufacturer narrative:
The information in section b.5 event description was not included with the initial report. In addition, we have failure analysis information that was not provided with the initial report as well. The correct information has been provided with this report. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated the alarm occurred during the set change. The customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer was advised the insulin pump will need to be replaced.

Manufacturer narrative:
The information in section b.5 event description was not included with the initial report. In addition, we have failure analysis information that was not provided with the initial report as well. The correct information has been provided with this report. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated the alarm occurred during the set change. The customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer was advised the insulin pump will need to be replaced.

Manufacturer narrative:
Analysis found the unit was unable to prime due to loose/protruded drive support disk. There was no compromised force sensor system alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
.